Manufacturer narrative:
(B)(4). If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the condition of the patient?

Event description:
It was reported that the patient underwent a repair of lip laceration after a dog bite on (B)(6) 2019 and suture was used. While suturing mussel tissue the suture was used and as it was passed through tissue the needle popped off of the suture and embedded in the patients lip. The patient was sent to a plastic surgeon to remove the needle and address the patient lip. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/2/2020. Additional information was requested and the following was obtained: were x-rays taken to locate the needle? Yes. Was there any patient consequence or injury? Unknown. What is the condition of the patient? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/12/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device mjz845 batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? How much of the needle was retained in the patient lip? What tissue is the needle piece retained in? Has an additional procedure been used to remove the needle piece? What was the date of the second procedure? Do you have the contact information for the plastic surgeon regarding needle for evaluation? What is the surgeons opinion as to the etiology of or contributing factors to this event? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the condition of the patient?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much of the needle was retained in the patient lip? Whole. What tissue is the needle piece retained in? Upper lip has an additional procedure been used to remove the needle piece? Pt. Seen by plastic surgery. What was the date of the second procedure?unknown . Do you have the contact information for the plastic surgeon regarding needle for evaluation? No. What is the surgeons opinion as to the etiology of or contributing factors to this event? Unknown.